Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported foggy/blurry image issue was found to be the result of dirt on the objective lens. A definitive root cause of the issue could not be determined; however, it was likely the result of insufficient device cleaning/user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing of the gastrointestinal videoscope, the image was observed to be foggy/blurry. There was no patient involvement, and no harm reported as a result of the event.